Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt describes feeling a sensation described as a tick or twitch in his arms and legs when stimulation is on. The MFR has attempted to contact the pt on several occasions in an attempt to schedule an appointment to provide intervention for this issue. There has been no response from the pt to date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.